Event description:
It was reported that during customer training the automated impella controller screen froze. There was no patient involvement.

Manufacturer narrative:
The event did not occur with a patient. Section a was left blank. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Correction: d1, h5, and h8 was erroneously entered on the initial manufacturer device report. D4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
The investigation for the controller/device freezes issue has been completed. The device and data logs were returned for evaluation. The logs showed that in the case start wizard at step three, the pump connection was most likely not recognized, or the white catheter plug was not completely inserted into the aic, so after 20 seconds, epm was reset automatically. After the epm reset, the pump connection remained unrecognized, confirming the reported failure mode. This could be most likely due to the crystal issue on the impellatronic (epm) board. Subsequently, the soft button next was pressed, causing the console to display messages indicating ¿connect cable: detecting impella screen¿ and ¿connect cable: connect grey connectors screen.¿ the console was evaluated and during testing, the pump detection issue could not be reproduced despite several attempts to connect a known-good impella and power cycling the console in between attempts. The root cause of the aic screen freezing during customer training, where the demo case did not proceed was likely due to the rarely occurring epm crystal startup issue. The impellatronic pca does not have permanent damage, but this intermittent pump detection failure occurs infrequently and has a sw mitigation in place.

Manufacturer narrative:
H6: added code based on information in the complaint file.